Event description:
It was reported that an asymptomatic patient presented to the clinic for follow up. Upon device interrogation the right ventricular lead exhibited low impedance and noise. Noise could be reproduced with pocket manipulation in the clinic. All other electrical measurements were normal. The device was reprogrammed to unipolar configuration. The patient will be monitored normally.